Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. No injury reported. MFR contacted the dealer who reports that the consumer was driving his chair outside and it allegedly came to a stop. The consumer has since brought the chair into the dealer's location. The dealer noticed the burning smell and replaced some components and the chair remains in service. MFR is working to inspect the components for eval. So it is unk if a malfunction has occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed filing on the allegation of a burning smell to the components. Malfunction is not confirmed.

Event description:
The consumer was using his chair outside when the chair allegedly came to stop. When the consumer brought the chair into the dealer's location, the dealer allegedly noticed a burning smell. No injury is alleged.